Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing. In addition, high threshold was detected. The rv pacing output was adjusted and the oversensing diminished, however, high threshold was still noted. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID dtba1dr cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing. In addition, high threshold was detected. The rv pacing output was adjusted and the oversensing diminished, however high threshold was still noted. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event. (B)(6) 2014 it was further reported that the patient experienced a microdislodgement. The physician had attempted to reposition the rv lead, however the helix was unable to fully extend again. Therefore the rv lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. Blood ingression was not observed. The cut was likely made at explant.